Manufacturer narrative:
The devices were not isolated or identified by serial number, therefore, they will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of patients receiving more medication than intended. No specific patient information, pump programming, or event details were provided. The customer contact reported that the infusions were finishing early. There were no reported adverse patient events while the devices were in clinical use. Though requested, no additional information was provided.